Manufacturer narrative:
This report is submitted on march 25, 2024.

Event description:
It was reported that, the battery holder burnt due to the disposable batteries exploded (date not reported).there was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.

Event description:
Correction: the initial MDR submitted on march 25, 2024 was filed inadvertently. A burnt battery holder is not reportable. No reportable device malfunction or serious injury has occurred.